Event description:
Patient presented to ER w/red heart alarms x 2 at home w/ dizziness. N/v,l shoulder pain and loc. He had changed out system controller /p first red heart. Admitted, went to the operating room on (B)(6) 2012, for change out of heartmate ii device. To date stable.